Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is 2.0-3.0. Inratio results done about 5 minutes after. The results for which the dates are unk were reported to have occurred over the past 2-3 weeks.